Manufacturer narrative:
Concomitant products: bfxch2615135 stent graft, implanted (B)(6) 2011; enlw1628c82e stent graft, implanted (B)(6) 2011; ilxch2020115 stent graft, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The entire implantable pulse generator (ipg) system was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.